Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) re-evaluated the 8mm medium-large clip applier instrument to identify the probable root cause of the reported complaint. Following additional information was obtained: the probable root cause of the bent instrument grip tips is attributed to damage sustained during use. Moderate misalignment of the grip tips may occur from grasping hard tissue or objects, or from collisions with other instruments. This resulted in a loss of functionality and the inability to apply a clip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a bent grip, causing misalignment. The offset at the tips was 0.63mm. The grip was not cracked. Additional observation(s) : the instrument failed the clip test due to misapplication of clip. The clip could not be installed onto the grips in fully closed state and it stayed attached to the tubing. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.